Event description:
Event description cpi received information that while the pacemaker dependent patient was kneeling down, the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Review of the stored electrograms noted inhibition of pacing followed by a shock while the patient was is normal sinus rhythm.